Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device delivered atp and a shock therapy due to far p-wave oversensing episodes. The device remains implanted. No further information is available.